Event description:
The reporter contacted animas on (B)(6) 2012 stating the ok button had delayed responsiveness. The patient claimed the button symbols were worn off of the keypad. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The contrast and ok button symbols were found to be worn. The keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. The reported issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.